Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the control body fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the lcb distal cover glass fluid damage, the distal body broken, the control body broken, the light guide cable compressed (short in length), the operation channel (primary) buckled, the insertion flexible tube buckled, the lg connector corroded, the bending rubber missing, the segment crushed, the root brace rubber (insertion flexible tube) cut, the objective lens scratched, the remote control buttons disinfections damage, and the root brace rubber (lg control body) flared; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.